Event description:
The catheter was inserted in 2008 and was found to be broken two days later. The catheter segment was found at the back side of the patient. There was no harm to the patient.

Manufacturer narrative:
The sample was received on 10/29/2008 and is currently being decontaminated. Upon decontamination and completeion of the investigation, a supplemental report will be submitted.